Manufacturer narrative:
Sections d4 and h4 have been updated with the expiration date and manufacture date respectively for microlet lancet lot # c09a7s.

Manufacturer narrative:
The customer did not return the microlet lancets or pictures of lancets associated with the event for evaluation. Only visual assessment of lancets from archival samples and device history record (DHR) review were conducted. Lot number c09a7s associated with the event was packed in shelf box of 100. The archival samples were visually inspected and none of them contain a lancet without protective cap. Additionally, the DHR review indicated that there were no manufacturing errors for the lancets with lot number c09a7s.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in report as the patient's initials and weight were not provided.

Event description:
A customer called to report that one of the lancets from the box of microlet lancets received by the customer did not have a protective cover on it. The customer accidentally pricked her finger with the uncovered lancet. However, no medical attention was required. The customer was advised to return the device for evaluation. Replacement lancets were sent to the customer.